Event description:
It was reported the patient had a loss of therapeutic effect and no stimulation sensation. It was stated the patient had urinary frequency at night and during the day. The patient had a lot of problems at night. Reportedly, when the patient first got his device it worked well, but he had not been back for reprogramming due to a hip replacement. The patient said symptoms got worse about one month prior to report. It was also noted the patient had not felt stimulation since implant, but had good symptoms control until about one month prior to report. It was also stated the patient could not sleep at night. The patient thought he was never programmed. Additional information received reports the patient never had therapeutic effect. The patient said his first implant never worked and he never got a patient programmer, and that it was "never setup". He went to his doctor and hcp (healthcare provider) decided to remove it and implanted another device. Additional information could not be obtained at the time of the report. Should additional be received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va04zvx, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).